Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 60, blood glucose reading 400mg/dl. It was also reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. Unable to verify lost sensor alarm and unable to perform functional testing due to button keypad anomaly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.